Manufacturer narrative:
No frozen screen was noted. However, the pump was received with a button error alarm and had unresponsive bolus express, esc and act buttons due to the corroded keypad traces. Unable to perform the operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify battery out limit due to unresponsive buttons. No moisture damage on the electronic assembly during visual inspection noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the mayan ruins and the first 30 minutes, the screen was frozen on the insulin pump. Customer stated that she had a battery out limit alarm and there was condensation in the screen. Customer then received a button error alarm. Customer was not able to clear the alarm. Customer stated that the pump was exposed to humidity. Customer's blood glucose was 405 mg/dl. Customer was going to treat with a manual injection. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced. Customer declined troubleshooting for condensation in lcd display and battery out limit alarm.